Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Failure analysis (fa) found the cadiere forceps to have a broken grip at the grip base. A piece approximately 0.222" x 0.632 " was found to be broken off. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.071¿ - 0.340" in length and were not aligned with the tube axis. The root cause of this failure is attributed to user mishandling.

Event description:
It was reported that during central processing, the cadiere forceps broke. There was no patient involvement.